Event description:
The suture eyelet (loop) pulled out of the implant while tying knots. The surgery was completed with one hour delay. No pt injury was reported as a result of this event. This device is used for treatment.